Manufacturer narrative:
Product analysis: the delivery system shaft was stretched and kinked beginning 72.2cm distal to the strain relief and extending to the balloon bond. The balloon bond was stretched. The balloon was fully deflated. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the target lesion was located in the left and right common iliac arteries. The lesion was reported to be moderately calcified, moderately tortuous with severe lower limb ischemia and exhibiting 80% stenosis. No unusual resistance noted when the protective sheath was removed. Negative prep was performed with no issues. The device was inspected with no issues noted. The lesion was not predilated. It was reported that two assurant cobalt stents (d.10*40mm) were implanted on both sides by the kissing technique. No resistance was encountered during delivery of the device. After that, the stents were expanded at the nominal pressure for about 30 seconds. As stenosis with the size of approx. 1cm remained in the right lesion (the bifurcation of the abdominal aorta and the common iliac artery), another assurant cobalt stent (d10*30mm) was additionally implanted. Since stent expansion was not satisfactory, the delivery balloon of the assurant cobalt with d.10*30mm was inflated several times on the right side and that of d.10*40mm on the left side using the kissing balloon technique. The inflation was performed up to the rbp (rated burst pressure).while withdrawing the balloons after inflation, both balloons got caught on the 6-fr sheath and further retraction was not possible. The balloons had been insertion through separate sheaths. Therefore, the devices were retracted together with the sheath. The procedure was completed with a delay of less than 30 minutes.